Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.5/1.0/130 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was exchanged with a shorter length lens but the problem was not resolved; the surgeon had noted "the patient needs to change the icl after surgery; taking account the impact of the second surgical incision which will generate new astigmatism. Combined with the comprehensive optometry after the first surgery a new optimal degree should be selected for the second surgery". The cause of the event was reported as unknown.